Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was flying in an airplane. Customer was unable to clear the alarm upon landing. Customer's blood glucose level was 127 mg/dl. Reportedly, the customer consulted with a healthcare provider for alternate insulin therapy.